Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. While diameter of the patient's proximal neck was 40-41mm, the recommended neck diameter for the devices landed proximally was 29-32mm. Also, the proximal end of the device landed within the surgical graft.

Event description:
On (B)(6) 2010, the patient was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic dissection. It was planned to cover the left subclavian artery so debranching surgery was performed from the right auxiliary artery to the left axillary artery prior to the implantation to secure perfusion. It was reported that diameter of the patient's proximal neck was measured 40-41mm. It was also reported that as proximal half of the patient's aortic arch had been replaced with a surgical graft before to repair a thoracic aortic aneurysm (date unknown) the proximal end of the tgt3415 landed within the graft. The physician completed the procedure with no reported issue. On (B)(6) 2010, the patient was discharged. On (B)(6) 2011, one year follow-up imaging revealed that the devices migrated more than 10 mm distally and this led to the proximal type I endoleak. On (B)(6) 2011, stent graft of another manufacturer was additionally implanted to repair the proximal type I endoleak. The patient tolerated the procedure. On (B)(6) 2012, two year follow-up imaging showed that the endoleak was resolved. On (B)(6) 20122, the patient was expired due to cerebral infarction. It was reported that the death was not device-or procedure-related.